Manufacturer narrative:
Analysis of the ins found no anomalies. Foreign material was found in the port and the can was scratched. Analysis of the lead found reliability non-conformance. Conductor #0 was broken 1.6 centimeters (cm) from the proximal end at connector #0 weld site. All conductors were cut and lead segmented 24.8 cm from the distal end. Conductor coils were crushed in many locations in the distal segment. Functional tests found low impedances for circuit 1, 2, and 3; circuit #0 was open. There were suspected tool marks in outer insulation in several locations on the distal segment. Outer insulation had a cosmetic cut in the distal segment. Insulation was broken/torn under electrode #3. System test results found no output when any pair of electrodes was referenced to electrode 0.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tdh5, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0tdh5, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported having intermittent painful stimulation in the vagina. While at the healthcare provider's (hcp) office, an impedance test showed all combinations using electrode 0 were greater than 4000 ohms. The issue was not resolved at the time of the report, but an explant was performed on (B)(6) 2015. Additional information received reported the lead and implantable neurostimulator were returned for analysis. Cause and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.